Manufacturer narrative:
Complaint coding was updated to better reflect the reported event as a result, h6 health effect - clinical/impact and medical device problem coding was updated, corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in an 80-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. During support, the patient developed limb ischemia, as evidenced by absence of flow in the right lower extremity while the repositioning sheath was in place. A vascular duplex study confirmed no distal perfusion to the affected limb. The patient was taken to the cardiac catheterization laboratory, where angioplasty and thrombectomy were performed, and a distal perfusion catheter was placed. Following intervention, minimal flow was restored, as evidenced by doppler-detectable pulses. Despite these interventions, the patient¿s clinical condition deteriorated, and the patient expired on impella support the following day. The death is conservatively being reported for the impella cp; however, the death is most likely attributed to the patient¿s underlying critical clinical condition, including cardiogenic shock and multi-system organ failure, as reported by the field representative, in the setting of society for cardiovascular angiography and interventions (scai) shock stage e.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.